Event description:
The patient reported they get cramps in their right calf when they walk, and can't walk as a result. An MRI was taken and found the symptoms have to do with a nerve in their right leg between the knee and ankle. It was noted that the device is implanted in their right hip, and the patient is going to see a neurologist regarding the issue. It was also reported that the device has not worked for the patient since (B)(6) 2016 when they are in bed sleeping, indicating that when they wake up their pad is full. The patient further said since (B)(6) 2016. They will have the urge to go but when they sit down nothing comes out. Additionally, since implant on (B)(6) 2011, after the patient adjusts stimulation they feel pain on the left side of their bladder. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.